Event description:
It is reported that the device was implanted in 2007. Post-op, it was discovered that the femoral head and the insert had been mismatched. The surgeon is monitoring the pt and the devices which were implanted.

Manufacturer narrative:
Eval summary: an unapproved combination of devices were implanted. Zimmer does not perform testing on unapproved combinations; therefore, risk to pt unk. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.